Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips from the fdc38 kit not close proximally. 10/15/1998 a competitor's device was pulled to complete the procedure. There was no consequence to the pt.